Manufacturer narrative:
Although requested, additional information including product, serial number, medical records and treatment sheets have not been received. The device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer with the lot number or the product information used in the reported event. Without product information or serial number, no investigation can be performed. There was no information made available of a causal or contributory device issue in association with the reported event.

Event description:
During follow up with the facility biomedical technician for a non-related event, it was reported that a patient expired on (B)(6) 2013 of unknown causes. It is not known if the patient was in treatment at the time of the death. No product identifier or serial number was provided at the time of the call.